Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report of probe actuation failure. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at one location on inner cutter. Needle holder and retainer were disassembled, all component were inspected and deemed conforming. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. The exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during cataract/vitrectomy surgery, the condition of aspiration was unknown. The product was replaced and the surgery was completed. There was no patient harm.